Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The information has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Health professional at the hospital reported a "port infection and dislodgment" requiring removal of the entire system. Additional f/u was conducted with the explanting surgeon who stated the event was a band slippage and the pt did not have a port displacement or infection. No additional information was provided.